Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. D2b: additional product code fhn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for a varicose veins ligation procedure on (B)(6) 2025. During the procedure, when the ligator was mounted on the endoscope and the physician attempted to perform the movement in the varicose vein kit, after the varicose cord was suctioned, the varicose vein could not be ligated. The trip wire was bent, and the band could not be moved, thus preventing the band from being able to be properly removed for the ligation. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf code a050501 captures the reportable event of band failure to deploy correction: g1: manufacturer's contact first name, last name, phone number and email. Investigation summary: with all the available information, boston scientific concludes that the most probable cause is failure to follow instructions. The speedband superview super 7 was returned for analysis. During the visual inspection, it was observed that the teeth were damaged, bands were overlapped, the trip wire was kinked, the slack wasn't taken up, and the handle did not have evidence that the trip wire was secured to the post. Based on the evidence, the reported events of bands failure to deploy and trip wire kinked are confirmed. The damage marks on the ligator housing teeth imply that the device might have been used with too much force causing the teeth to become damaged. Alternatively, this damage could be attributed to the way the physician entered the device through the patient, causing the teeth damage and affecting the functionality of the handle when deploying the bands. It was found that the instructions for use (IFU) of the device were not followed since the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. All compiled information on this investigation determines that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for a varicose veins ligation procedure on (B)(6) 2025. During the procedure, when the ligator was mounted on the endoscope and the physician attempted to perform the movement in the varicose vein kit, after the varicose cord was suctioned, the varicose vein could not be ligated. The trip wire was bent, and the band could not be moved, thus preventing the band from being able to be properly removed for the ligation. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.